Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was time-clock anomaly on the insulin pump. Customer's blood glucose level was 5.4 mmol/l. Customer advised the insulin pump will lose time and this issue occurred for six months. Customer was advised to follow up with their healthcare provider. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. Programmed correct time/date and monitored 12 days. No unexpected time/date anomaly after change battery noted during testing.